Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the device was received with the suture torn and cut. It could not be determined what may have caused the incident reported. However, it should be noted that an investigation has been initiated to address the potential root cause of the suture torn issues. In addition, the bag was found to be torn at proximal end; however, this finding is not related to the incident reported.

Event description:
It was reported that during a laparoscopic cholecystecomy procedure the thread broke during use of the device. Another device was used to complete the case. There were no adverse consequences to the patient.